Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. The patient will be monitored.

Manufacturer narrative:
Internal insulation abrasion was noted at 9.2-9.9cm, 10.8-12.1cm, 26.3-27.1cm, and 40.0-40.5cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.2-13.4cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
New information received notes that prior to explant the lead exhibited a high capture threshold. There were no complications for the patient as a result of the procedure

Event description:
New information notes that the lead was explanted and replaced during a device change out due to eri. Prior to explant the electrical function of the lead was tested and no anomalies were observed.